Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the pt experienced a vessel dissection and lesion-crossing difficulties. In 2005 the mid right coronary artery was predilated with a 2.5 x 15 mm voyageur balloon to 12 atms for 35 seconds. It was re-inflated a second time to 10 atms for 30 seconds. Following the dilatation a taxus express2 2.75 x 20 mm drug eluting stent was successfully deployed into the mid rca at 14 atms for the 30 seconds. The angiography taken after the implant showed a dissection that was not there prior to the procedure. A taxus express2 3.0 x 33 mm was then successfully deployed into the proximal rca at 13 atms for 30 seconds. To treat the dissection two taxus express2 3.0 x 8 and 3.0 x 12 mm) stents unsuccessfully attempted to cross the lesion. Since no stent was able to be placed, the dissection was medically treated. The pt's outcome was reported as o.k.